Event description:
Approx 15+/- months ago, a plastic surgeon who was visiting my dermatologist injected my hands with sculptra to counteract the "ropiness" associated with aging. Several months later, I developed a number of small hard lumps and one very large lump which had to be surgically removed by a plastic surgeon. It was so large that it bumped up against my watch strap! I reported this to the MFR of sculptra and also to my dermatologist. She in fact took some pictures of it to document it. It is shocking to me and irresponsible that the product MFR never contacted me.